Event description:
Dr reported that an implant failed. Pt is same pt as medwatch reports #2023141-1997-00820 and 2023141-1997-821.

Manufacturer narrative:
No observable defect could be found with the component itself. Measurements taken met design requirements. Review of the lot history of the subject products could not be completed since the lot number was unavailable from the dr.'s office.